Event description:
It was reported about one month post-op, the trim it pin had migrated out of its position in the toe through the skin and was removed with graspers. Patient was healed.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause(s) of this type of event include failure to counter-sink the pin far enough below the distal cortex of the distal phalanx or failure to bend the toe to normal anatomical shape after the pin has been successfully implanted. Per device directions for use, postoperatively, until healing is complete, the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant, otherwise loosening, fracture, or migration of the pin may result. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by the facility.